Event description:
Forty ml of an intended 100ml infusion had been infused intravenously via the large volume infusion pump when the nurse noted that the drug was infiltrating. The nurse noted the pump did give any alarms. The pt's arm was swollen and was checked by the on-call doctor. The doctor placed a new IV catheter. No further incident related medical sequela is noted to have occurred.

Manufacturer narrative:
The suspect device was returned and evaluated. Device operating pressure and occlusion pressure tests were performed, the device was found to pass all pressure and occlusion tests. No operational or functional failure was detected and the product was within specification.